Manufacturer narrative:
Exemption no. E2013025.

Manufacturer narrative:
Exemption no: e2013025.

Manufacturer narrative:
Exemption no. E2013025. Original reporting time frame: may 1, 2017 though june 30, 2017.

Manufacturer narrative:
July 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code oto is 3. Qty 3- alyte y-mesh graft, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
July 2017 bimonthly asr report.